Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the subject device exhibited that the distal end had residual liquid, the connecting tube had foreign objects, and the forceps elevator had stains. There was no patient involvement.